Event description:
Reporter stated lancet protrudes beyond the end cap of the softclix device. No accidental stick occurred. No adverse event reported. The alleged product was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.